Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and subsequently, the customer attempted to reload the same cartridge. The customer then received a minimum fill notification. Customer was unsure how much insulin was left in the cartridge. A new cartridge was loaded, and customer resumed insulin delivery. There was no impact to the customer¿s blood glucose level.